Event description:
Report received of a tubing separating at the filter during a chemotherapy infusion. It was reported that the home care pt was receiving a 24 hr infusion of taxol via a port-a-cath. The pt called the customer to report that the tubing had "come apart" from the proximal end of the filter. The pt reported that the tubing separated on two different occasions. The first separation occurred during the evening, but the pt did not call the on-call nurse at that time. Instead, the pt reconnected the tubing to the filter and the infusion was continued. It was reported that the pt experienced an unspecified amount of bleedback, but no intervention was required. The following day while the pt was working, the tubing separated a second time at the proximal end of the filter. The pt reconnected the tubing to the filter, secured it with the tape and continued with the infusion. The pt went to the clinic in 11/2002 and at that time reported the incident. The customer reported that the chemo came in contact with the patient's skin. There was no reported harm or adverse pt effect. Although requested, no additional info was available.